Event description:
The delivery system was returned for evaluation. The complaint was confirmed; there was difficulty deploying the stent graft. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4). Evaluation, conclusion, results: (device evaluation anticipated).

Event description:
An endurant stent graft system was inserted into the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, when rotating the slider, the sheath would not retract. There was no damage to the box or any noticeable damage to the delivery system. Nothing unusual was noticed during device preparation. The physician decided to remove the delivery system and implanted another endurant limb without issue. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: unable to determine cause.